Manufacturer narrative:
Results: siderail panels. Timing links, modules popped out.

Event description:
It was reported by service report that the modules had popped out of the footboard. It was further reported that the siderail panels and timing links were damaged with sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.